Manufacturer narrative:
(B)(4). The product analysis laboratory (pal) evaluated the device for the reported issue of unable to keep device in low fill mode. The reported problem was neither confirmed nor duplicated during pal testing. Logs revealed that the device was not programmed for low fill mode of operation on the date of occurrence. Rite functional test & electrical safety analyzer test was performed and passed. Pal performed a therapy in low fill mode using home patient programmed therapy settings. During therapy, no problems were encountered. An external/ internal inspection was performed with no problems revealed. The device history record was reviewed and no issues were identified that may have contributed to the reported problem. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A caregiver (cg) contacted baxter's technical service center to report a problem with low fill mode on a homechoice (hc) machine during use. The cg and the technical service representative (tsr) were unable to keep the hc'pro in low fill mode. The tsr initiated a swap of the device. The cg was advised to pull the pro card. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention.